Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported she noticed a crack in her insulin cartridge when she changed it today and a small amount of insulin got into the cartridge chamber of the infusion device. Patient stated she was able to remove the cracked insulin cartridge and has already discarded it. Patient reported she was able to remove the small amount of insulin and dry out the cartridge chamber. Patient stated there was no crack detected in the new insulin cartridge. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.